Manufacturer narrative:
The reagent lot number was 84459403 with an expiration date of 31-jan-2026. The field service engineer replaced the pipettor assembly and performed calibration and qc, which were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results from the cobas e411 rack analyzer. Sample 1 initial result was >3000 pg/ml with a data flag. The repeat result with a 1:1 dilution was 255.8 pg/ml on (B)(6) 2025, sample 2 initial result was >3000 pg/ml. The repeat result with a 1:1 dilution was 58.9 pg/ml. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct and were reported.